Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 07-nov-2028, UDI#: (B)(4) ; product ID: 9 77a260, serial/lot #: (B)(6), ubd: 07-nov-2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced an increase in sensitivity to stimulation and a decrease in overall pain relief while working in flower beds. An x-ray revealed that the leads had migrated to the bottom of the thoracic spine at t10, t11, and t12, although they remained posterior. The patient also experienced a return of pain. The physician was informed and plans to submit a note to insurance for a lead revision, with surgery scheduled once approved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025: product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025: product type lead product ID neu_unknown_lead serial# unknown: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that today, a lead revision was performed. The physician initially tried to advance the original leads by cutting the original anchors and trying to advance the leads superiorly but was met with resistance. He then opened the pocket and unplugged the leads and placed a guide wire and tried to advance then but again was met with resistance. Due to this, he opened two new leads and attempted to place leads like normal epidural placement. One lead was successfully placed midline at the top of t8. The other lead was attempted to be placed but he was met with a lot of resistance and decided to abort placing the second lead. A plug was placed in the 8-15 port of the ins. One (new) lead remains in the patient. The leads were attempted to be moved superiorly but wasn¿t successful. One new lead was successfully placed. Original two leads were removed. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
H3: analysis of the leads confirmed no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.